Event description:
Alleged event: physician reported left side no complaint against a non-(B)(6) device. Device explanted. We received a report of rupture against a mentor device, please find attached letters. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5188431.